Event description:
It was reported that sometime post a chronic catheter placement, the thin part of the catheter outside was allegedly changed into pink color. It was removed after it turned pink. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one broviac s/l catheter was returned for evaluation. Functional, gross visual, tactile and microscopic visual evaluations were performed. A residue discoloration was noted within the catheter body, proximal to the clamping sleeve. An in-house syringe was attached to the luer of the catheter. Upon infusion, ballooning was observed on the catheter body, proximal to the clamping sleeve. Water did not exit the distal end and also aspiration was attempted and was unsuccessful. A longitudinal split was made on the catheter body where ballooning was observed, for further investigation. Hydrostatic pressure was applied by clamping the distal end of the catheter while infusing to observe for leaks. A leak with what appeared to be with small thrombus water was observed exiting the opened portion of the catheter body. Further observation was performed until reaching between the catheter hub and clamping sleeve. Another infusion test was performed, and a leak was observed from what appeared to be a burst on the proximal end of the inner lumen, portion attached within the catheter hub. The burst within the inner lumen appeared to have jagged edges. Therefore the investigation is confirmed for the reported catheter discoloration and identified burst issue.the definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.